Event description:
The pt states that the pt was just released from the hosp after going into a diabetic coma. The pt did not provide any details surrounding the incident. The pt felt uncomfortable providing the info and answering any questions. The pt did state that the pt was not sure if the suspect device caused or contributed to the incident. The pt thought the pt was getting accurate results prior to the incident.